Event description:
In 2009, the patient reported that two days prior, she had a blood glucose reading of 24 mg/dl. She said at midnight, the night before, she had an elevated reading of 415 mg/dl. She stated it was time to change her insulin, cartridge and infusion set, so she did so and bolused 7.0 units to correct her elevated reading and 1 unit to fill the airspace in the infusion set. She said she is very sensitive to insulin and her readings always drop to 40-50 mg/dl, when she changes her infusion set and cartridge. She stated the next morning, she lost consciousness and when her husband took her reading, it was 24 mg/dl. He disconnected her from her infusion device and gave her glucagon which increased her reading to 30 mg/dl at 5:30 am. By the time the paramedics arrived at 6 am to take her to the hospital, her blood glucose was 125 mg/dl. She was taken to the hospital, where she was disconnected from her device and released about 3 hours later, when her reading was 136 mg/dl. Two hours later, her blood glucose was 235 mg/dl and she reconnected to her device and bolused 5.0 units of insulin. To troubleshoot, the patient was instructed to check her infusion device for time, date and bolus history and she confirmed they were accurate. She stated she last changed her device battery 3-4 weeks ago. The patient was advised to change her battery. She stated she saw a doctor yesterday, who lowered her basal rate 0.1 units/hour. She said she woke up with an elevated reading of 251 mg/dl this morning. Product was replaced and requested to be returned for evaluation.